Manufacturer narrative:
Investigation: customer returned three (3) used 32g x 4mm bd pen needles. Consumer reported nothing comes from the needle during the priming. All three samples were examined, and it was observed that all three had bent non-patient end (npe) cannulas. The bent npe cannulas would be the cause for no flow through the pen needles, hence the consumer would think the pen needles were clogged, as reported. No evidence of manufacturing defects were observed. As all three samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula) the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that bd ultra fine¿ pen needles were difficult to prime. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no.: 320122 batch no.: 9064621 it was reported by the consumer that nothing comes out of the needle during priming. Verbatim: consumer reported nothing comes from the needle during the priming. Incident date-unknown; occurence-3. He uses the new pen needles each time of his injection. He does the visual test on the pen needle to see the needle is straight.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles were difficult to prime. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no.: 320122, batch no.: 9064621. It was reported by the consumer that nothing comes out of the needle during priming. Verbatim: consumer reported nothing comes from the needle during the priming. Incident date- unknown; occurence-3. He uses the new pen needles each time of his injection. He does the visual test on the pen needle to see the needle is straight.